Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: degenerative disc disease level implanted: l3-4 procedure: oblique lumbar interbody fusion (olif) it was reported that intra-op, tab of the cage, where cage is attached to inserter broke during insertion. The entire implant is still inside the patient. Patient complications were reported unknown.